Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported experiencing bleeding after the adc freestyle libre sensor insertion and she removed the sensor. The customer was unable to monitor her blood glucose after the sensor removal and she became hypoglycemic. The customer was incapable of self-treating and a non-hcp administered honey as a treatment. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Event description:
The customer reported experiencing bleeding after the adc freestyle libre sensor insertion and she removed the sensor. The customer was unable to monitor her blood glucose after the sensor removal and she became hypoglycemic. The customer was incapable of self-treating and a non-hcp administered honey as a treatment. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visually inspected the sensor and no issues were observed. The sensor plug was properly seated, and no failure modes were observed upon visual inspection of the sensor plug assembly. However, further investigation was unable to be performed due to the sensor pack and sensor applicator not being returned. If the remaining product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.